Event description:
It was reported that the right ventricular (rv) lead had no capture at maximum device output while in bipolar and unipolar. It was noted that the lead impedance was normal and there was no oversensing noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr implantable pulse generator, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.